Event description:
Emergency cp bypass was required on 1/21/95 because of excessive internal bleeding after CABG surgery. A lengthy period of CPR occurred prior to tp setting up for cp bypass. While setting up the by pass circuit, a connector on the arterial line filter (a preconnected component in the cobe custom tubing pack) broke off completely when it was tapped to dislodge air bubbles during priming. Time did not permit filter replacement, so the filter was circumvented in order to begin cp bypass (with concurrence of the physician). Five days after the reoperation (1/26/95)., the pt has been reported to exhibit neurologic impairment. Disclaimer: this report is made in compliance with 21 cfr 804. It is not an acknowledgement or admission of any product malfunction or defect or that any injury or death was caused by product malfunction or defect.